Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported about sensor reading and blood glucose reading discrepancy. Customer stated that the insulin pump alarmed showing low reading of 48 but blood glucose was 120 to 160 mg/dl. Customer declined troubleshooting. Advised customer to monitor and call for any other issues. No further information provided.